Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the event. Incomplete implant has been received, mobile insert is missing and the superior plate is disassembled. Analysis of product shows that jaws have deformations which suggest that the superior plate was in conflict during insertion (maybe with the upper vertebrae) and was ejected. The consequence was a disassembly of implant. Jaws shows also instrument cutting marks which seem to demonstrate that a ldr instrument was not used correctly or a no dedicated instrument was used during the surgery. Even if the root cause seems to be user error, regarding the lack of information available, the root cause of this issue is unknown. There is no evidence to indicate a device issue. Attempts have been made to get more information. No answer. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : unknown event product received (inferior, superior plate, left and right jawonly, mobil insert not received). Deformations on peek. Superior plate disassembled.